Event description:
It was reported that pump displayed malfunction code and fault message but no notable events occurred beforehand and customer¿s blood glucose did not exceed the reported limit. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was provided pump reset instructions, and successfully reset pump, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.